Event description:
The broach became stuck in the femoral canal, surgeon had to perform osteotomy to remove broach. Two broach handles broke while trying to remove the broach. Surgery extended 30-45 minutes.

Manufacturer narrative:
Examination of the returned instrument confirms the reported observation. The investigation is unable to conclusively determine the root cause. A review of manufacturing records for the provided manufacturing lot did not identify and related manufacturing or inspection anomalies. The broach that reportedly had become lodged in the patient's femoral canal was not returned for evaluation. The manufacturing lot code was also not known. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.